Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter obtained blood glucose values of "94 mg/dl" and "300 mg/dl" on the same lifescan meter within 30 minutes of each other. This complaint is being reported for the following reason: based on statistical methodology, the difference between the two results (92.7%) exceeds the maximum acceptable value of (B)(4) variation between readings taken on the same meter within 20 minutes of each other. The reported results did not meet lifescan's acceptable precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.